Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), back pain ("back pain"), depression ("depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and cyst ("cyst."). In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced migraine ("severe migraines / headache"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In december 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("pain during intercourse"), neuralgia ("nerve pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bv") and pelvic pain ("pelvic pain "). The patient was treated with gabapentin, root canal, surgery (salpingectomy (bilateral removal of fallopian) and root canals. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, depression, fatigue, migraine, weight fluctuation, arthralgia, dizziness, nausea, vomiting, fibromyalgia, neuralgia, vaginal haemorrhage, menorrhagia, tooth disorder, weight decreased, cyst and bacterial vaginosis outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, headache and pelvic pain had resolved. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: too soon to tell but feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received: events: bv and pelvic pain were added. On (B)(6) 2020: pfs received: outcome of events updated: headache, vaginal discharge. Fu 4 and 5 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "implant was not placed in right ostium due to documented history of prior right salpingectomy.". The patient's medical history included ectopic pregnancy, multigravida, vulvitis, sprained ankle and c-section. She had no history of suffering migraines prior to undergoing the implantation of essure. Concurrent conditions included anemia, oligomenorrhea, degenerative disc disease, joint pain, intramural leiomyoma of uterus and endometrial polyp. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016. On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), back pain ("back pain"), depression ("depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and cyst ("cyst."). In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced migraine ("severe migraines / headache"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("pain during intercourse"), neuralgia ("nerve pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bv"), pelvic pain ("pelvic pain "), diarrhoea ("still have diarrhea") and deafness unilateral ("hearing loss in one ear"). The patient was treated with gabapentin, root canal, surgery (salpingectomy (bilateral removal of fallopian) and root canals. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, depression, fatigue, migraine, weight fluctuation, arthralgia, dizziness, nausea, vomiting, fibromyalgia, neuralgia, vaginal haemorrhage, menorrhagia, tooth disorder, weight decreased, cyst, bacterial vaginosis, diarrhoea and deafness unilateral outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, headache and pelvic pain had resolved. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, cyst, deafness unilateral, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: too soon to tell but feeling much better. Insertion details- left 2 coils implant was not placed in right ostium due to documented history of prior right salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: the uterus is normal in size measuring 11 x 5 x 6 cm. A 12 x 10 x 16 mm hypoechoic structure in the left mid uterine body suggests a small intramural fibroid. The endometrium is normal in morphology measuring 9 mm. The ovaries are normal in size and morphology. Normal flow. No adnexal masses. Trace physiologic free fluid around the uterine fundus; on (B)(6) 2018: the uterus is normal in size measuring 11 x 5 x 6 cm. A 12 x 10 x 16 mm hypoechoic structure in the left mid uterine body suggests a small intramural fibroid. The endometrium is normal in morphology measuring 9 mm. The ovaries are normal in size and morphology. Normal flow. No adnexal masses. Trace physiologic free fluid around the uterine fundus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, depression, fatigue, bacterial vaginosis, headache, fibromyalgia, dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- new events- still have diarrhea, hearing loss in one ear, implant was not placed in right ostium due to documented history of prior right salpingectomy were added. New reporter, medical history , lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and cyst ("cyst."). In 2012, the patient experienced migraine ("severe migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("pain during intercourse"), neuralgia ("nerve pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with gabapentin, surgery (salpingectomy (bilateral removal of fallopian) and root canals. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, migraine, weight fluctuation, arthralgia, dizziness, nausea, vomiting, dyspareunia, fibromyalgia, neuralgia, vaginal haemorrhage, menorrhagia, headache, tooth disorder, vaginal discharge, weight decreased and cyst outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: too soon to tell but feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-apr-2018: abnormal bleeding (vaginal, menorrhagia), depression, possible fibromyalgia, migraines/headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, cyst were added. Device category changed from device other event to incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "implant was not placed in right ostium due to documented history of prior right salpingectomy.". The patient's medical history included ectopic pregnancy, multigravida, vulvitis, sprained ankle and c-section. She had no history of suffering migraines prior to undergoing the implantation of essure. Concurrent conditions included anemia, oligomenorrhea, degenerative disc disease, joint pain, intramural leiomyoma of uterus and endometrial polyp. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), back pain ("back pain"), depression ("depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and cyst ("cyst."). In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced migraine ("severe migraines / headache"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("pain during intercourse"), neuralgia ("nerve pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bv"), pelvic pain ("pelvic pain/pain"), diarrhoea ("still have diarrhea"), deafness unilateral ("hearing loss in one ear") and autoimmune disorder ("autoimmune disorder"). The patient was treated with gabapentin, root canal, surgery (salpingectomy (bilateral removal of fallopian) and root canals. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, depression, fatigue, migraine, weight fluctuation, arthralgia, dizziness, nausea, vomiting, fibromyalgia, neuralgia, vaginal haemorrhage, menorrhagia, tooth disorder, weight decreased, cyst, bacterial vaginosis, diarrhoea, deafness unilateral and autoimmune disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, headache and pelvic pain had resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, cyst, deafness unilateral, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: too soon to tell but feeling much better. Insertion details- left 2 coils. Implant was not placed in right ostium due to documented history of prior right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: the uterus is normal in size measuring 11 x 5 x 6 cm. A 12 x 10 x 16 mm hypoechoic structure in the left mid uterine body suggests a small intramural fibroid. The endometrium is normal in morphology measuring 9 mm. The ovaries are normal in size and morphology. Normal flow. No adnexal masses. Trace physiologic free fluid around the uterine fundus; on (B)(6) 2018: the uterus is normal in size measuring 11 x 5 x 6 cm. A 12 x 10 x 16 mm hypoechoic structure in the left mid uterine body suggests a small intramural fibroid. The endometrium is normal in morphology measuring 9 mm. The ovaries are normal in size and morphology. Normal flow. No adnexal masses. Trace physiologic free fluid around the uterine fundus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, depression, fatigue, bacterial vaginosis, headache, fibromyalgia, dysmenorrhea, dyspareunia, menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in plaintiff fact sheet: abnormal bleeding, possibly fibromyalgia, dental problems, migraines, headaches, depression, dysmenorrhea, dyspareunia, pain, vaginal discharge, fatigue, weight loss, cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received : patient demographics updated , reporter added , new event added (autoimmune disorder). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016. On (B)(6)2011 , the patient had essure inserted. In (B)(6)2011 , the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), back pain ("back pain"), depression ("depression") and vaginal discharge ("vaginal discharge"). In (B)(6)2011 , the patient experienced fatigue ("fatigue"). In september 2011, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and cyst ("cyst."). In (B)(6)2012 , the patient was found to have weight decreased ("weight loss"). In (B)(6)2012 , the patient experienced migraine ("severe migraines / headache"). In 2012, the patient experienced headache ("headaches"). In (B)(6)2014 , the patient experienced tooth disorder ("dental problems"). In (B)(6)2016 , the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("pain during intercourse"), neuralgia ("nerve pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with gabapentin, surgery (salpingectomy (bilateral removal of fallopian) and root canals. Essure was removed on (B)(6)2018 . At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, migraine, weight fluctuation, arthralgia, dizziness, nausea, vomiting, dyspareunia, fibromyalgia, neuralgia, vaginal haemorrhage, menorrhagia, headache, tooth disorder, vaginal discharge, weight decreased and cyst outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: too soon to tell but feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011 : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs was received. Lot number was added. Event onset dates were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no: 20179187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), back pain ("back pain"), depression ("depression") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and cyst ("cyst."). On (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced migraine ("severe migraines / headache"). In 2012, the patient experienced headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("pain during intercourse"), neuralgia ("nerve pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with gabapentin, surgery (salpingectomy (bilateral removal of fallopian) and root canals. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, migraine, weight fluctuation, arthralgia, dizziness, nausea, vomiting, dyspareunia, fibromyalgia, neuralgia, vaginal haemorrhage, menorrhagia, headache, tooth disorder, vaginal discharge, weight decreased and cyst outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: too soon to tell but feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.